Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test, rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery, and a motor position encoder error alarm was confirmed in the history files. Unable to perform the unexpected restart error, occlusion, or excessive no delivery alarm tests due to the motor error alarm. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was monitored and no unexpected off no power or check settings alarms occurred during testing. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, a severely scratched lcd window, a peeling address label, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error and had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.